Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station frozen on "initializing device manager" screen. The technical support specialist assisted the customer in performing a quick and soft reboot. The medapp launched, displaying 'touch screen to begin,' and then requested the customer to try signing in again to the station and attempt to access the medication. The customer tested it, confirmed everything was working fine. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station froze and got stuck on the 'initializing device manager' screen. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.